Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to syncope episode. The patient also experienced arrhythmia and asystole. Device interrogation revealed apparent pacing problem with failure to capture noted on telemetry. Diagnostic testing/troubleshooting performed, pocket manipulation while testing the device, were unable to recreate the episodes in the clinical setting. It was also reported the right ventricular (rv) lead exhibited high threshold values and no capture. The ipg and rv lead were scheduled for explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the ipg and rv lead remain in use.